Manufacturer narrative:
(B)(4)'s investigation is in progress.

Event description:
The customer reported to (B)(4) of excessive reagent carryover and poor tissue processing from a peloris tissue processor.